Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and compromised force sensor system. The customer¿s blood glucose level was 484 mg/dl at the time of the incident and the current blood glucose level 484 mg/dl. The customer had a symptom of nausea. The drive support cap appeared normal. The customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The pump will be returned for analysis.

Manufacturer narrative:
Device received with broken off end cap. Unable to perform operating currents, self-test,unexpected restart rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm or low suspend alarm due to broken off end cap. No audio or beep anomaly noted.